Event description:
The customer reported that: "19-year-old patient, undergoing osteosynthesis surgery by a shin nail on the left following a fracture of the left leg. The reamer has broken during the reaming of the left tibial shaft of the patient. The broken piece was recovered. The reamer was put into operation on (B)(6) 2016 and sterilized 358 times. Clinical consequences and current status of the patient or person involved: lengthening of the operating time. Risk of loss of an element in the tibial shaft."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the im reamer was received with its reamer head detached from the spiral. Spiral overall looked in an alright state. However, the point of detachment shows signs of excessive rotation and slight burn mark due to generated heat during use. The adapter necked from the breaking point. This manner of detachment and deformation indicates towards torsional overload. The reamer head shaft diameter of the was observed to be 6.48mm against the required diameter in the range of 6.40mm to 6.60mm. Similarly, the average hardness of the drill was observed to be 47.4 hrc against the required hardness in the range of 46.0hrc to 50.0hrc. As per the dimensional inspection and hardness testing, the returned reamer was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause of the failure was determined to be user related. It¿s a case of a forced breakage of the reamer due to torsional overload. The reason for the torsion overloads could not be determined but most likely the reamer bixcut heads got stuck in the marrow channel during reaming. The operative technique includes that reaming should be done in 0.5mm increments until cortical contact is appreciated. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that : "(B)(6) patient, undergoing osteosynthesis surgery by a shin nail on the left following a fracture of the left leg. The reamer has broken during the reaming of the left tibial shaft of the patient. The broken piece was recovered. The reamer was put into operation on 17/08/2016 and sterilized 358 times. Clinical consequences and current status of the patient or person involved: lengthening of the operating time. Risk of loss of an element in the tibial shaft."